Manufacturer narrative:
H6: device code 2017-above rbp. Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the trek bdc was overinflated to 15 atmospheres (atms). It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the trek rx device is 14 atm; therefore, rbp was exceeded. The investigation determined the reported balloon rupture appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a procedure to treat a lesion with moderate calcification in the left anterior descending (lad) coronary artery. The 2.5 x 15 mm trek balloon catheter was advanced without issue to the target lesion, but the balloon ruptured at 15 atmospheres during the 1st inflation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a procedure to treat a lesion with moderate calcification in the left anterior descending (lad) coronary artery. The 2.5 x 15 mm trek balloon catheter was advanced without issue to the target lesion, but the balloon ruptured at 15 atmospheres during the 1st inflation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.